Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, there was a plastic string protruding from the extended working channel. The physician is still able to complete the case. There was no patient harm.